Event description:
The customer reported while moving the system the interconnect cable was damage. The fe reported as a result the system will not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.